Manufacturer narrative:
After receiving additional information, it was determined that all the coding applies to the lead, and not the ins. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further clarification from patient services, it was determined that the patient did not state a clear reason for revision. The patient stated that after a fall that caused a broken hip, the therapy did not work as expected. The patient noted that their healthcare provider had fixed something over their spine and the therapy worked again. After patient services confirmed dates, it was understood that the patient was describing a lead revision, and that the therapy worked after the lead revision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor coupling and it taking too long to charge. The patient reported that she was having a hard time getting full coupling. The patient reported that she tried to hold the antenna the way it¿s supposed to be, but kept getting low bars. The patient reported that when she last tried to charge her ins it took half an hour and she gave up. The patient reported that she had this problem before after a fall and had coupling and recharging results after her revision. The patient declined to turn the antenna dial on the call as she tried it before without success. The patient was able to successfully connect to the ins with the patient programmer (pp). The patient noted getting the poor coupling screen. The patient reported that she¿s lost maybe 3 pounds but described it as insignificant. The patient reported that after a fall that caused a broken hip, her therapy didn¿t work as expected. The patient reported that her healthcare provider (hcp) had ¿fixed something over my spine and it worked again.¿ the patient reported that the revision occurred (B)(6) 2017. No further complications were reported.